Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia surgery on (B)(6) 2016 during which the original mesh was removed and mesh was implanted. It was reported the surgeon noted ¿the underlay of the mesh on the medial aspect had bunched up and allowed passage of the recurrent 'herher'.¿ it was reported that the patient underwent surgery on (B)(6) 2017 for an attempted removal during which the surgeon noted ¿the internal ring was scarred around the mesh and that the mesh was very deepen to the inguinal ligament and it was not felt safe to remove this.¿ no additional information is provided.